Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products that used in this study: pentaray. (B)(4). The product is not returned to bwi.

Event description:
This is from a literature source: an abstract of catheter ablation-related tournament 2017 in japanese. It was reported that one patient who was hospitalized for symptomatic persistent atrial fibrillation transferred to at after bilateral enlarged pulmonary vein isolation using the smart touch sf catheter. Activation mapping of the left tuft was performed with pentaray catheter and it was diagnosed as perimitral flutter. After creating roof line, anterior line was additionality created. There was no temperature or impedance rise during the ablation at 30w near the septal puncture point but local potential did not decrease nor increase. No product problem related to error message. No issues related to temperature and flow on the catheter. When the catheter was confirmed, cap-shaped thrombus adhesion was recognized at the tip. After the thrombus removal, at stops and bi-directional block were checked while the ablation and the procedure was completed. After the procedure, MRI revealed left temporal lobe and small fresh infarct lesion on right putamen but it was asymptomatic and the patient was discharged with satisfactory progress. The physician commented that the smart touch sf catheter was prevented thrombus formation by persistent perfusion through the perfusion holes on the distal and lateral sides but the thrombus adhered to the vicinity of the septal puncture site, so it was considered the cause of thrombus formation in this case that the perfusion hole was blocked by the septal puncture hole.

Manufacturer narrative:
Additional information was received on 07/14/2017. It was reported that one (B)(6) patient suffered from cerebrovascular accidents and thrombosis. The patient did not require any intervention or extended hospital stay. Smarttouch sf thermocool catheter (catalog and lot number: d134805/17552539l) was used in this event. The author stated that bwi device cited in the article that led to the reported patient consequences and the event was possibly related to the procedure. However, there were no product malfunction reported. The event did not result in the impairment of a body function or damage to a body structure. Patient was fully recovered. The device history record (DHR) for the lot number 17552539l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).